Event description:
It was reported by a company rep that a vns pt was seen at a physician's office due to the pt experiencing a fall. Ever since the fall, the pt experienced an increase in seizures that were below pre-vns baseline. System diagnostics were performed at the office visit and were indicative of high lead impedance and also were confirmed by a company rep. The pt was recently implanted on (B)(6) 2010. The pt's device was to be programmed off to o ma and referred for x-rays. Moreover, add'l info from a company rep indicated the pt's device was not programmed off because neither the pt nor physician wanted the device programmed off. Furthermore, prior to the high impedance, the pt was seizure free, hence a replacement surgery is likely. Review of the MFR's programming history was unsuccessful as the pt's device had no info registered in the database to confirm last known good diagnostics. X-rays were received and evaluated by the MFR. Review of x-rays indicated the generator was able to be visualized and the connector pin did not appear to be fully inserted in the generator. The placement of the generator in the chest appeared to be normal, and the filter feed wires appeared intact. The electrodes appeared to be in proper alignment. The visualized portion of the lead body appears to be intact at the connector pin and void of any gross discontinuities or acute angles. The portion of the lead behind the generator could not be assessed for lead discontinuities. A portion of the lead above the generator appears to be tangled/coiled, a device condition typically seen with individuals with "twiddler syndrome." A suspect area was also noted in this region but due to the image quality a definite determination could not be made. Add'l info was received from the surgeon indicating that he recently saw the pt and programmed the stimulator on and the pt was able to perceive stimulation. However, his review of the x-rays indicated the wire to be in good position and was in contact with the connector. Furthermore, he saw no reason to explore the pt's generator and resumed therapy and care to treating physician. At the moment, good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.